Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left some of our ladies with fragment and additional surgeries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergone additional surgeries fo removal of essure). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: device breakage". No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('left some of our ladies with fragment and additional surgeries') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required). The patient was treated with surgery (undergone additional surgeries fo removal of esure). At the time of the report, the device breakage outcome was unknown. The reporter considered device breakage to be related to essure. ¿concerning the injuries reported in this case, the following one was described in patients social media record: device breakage". Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-nov-2019: quality-safety evaluation of ptc (product technical complaint). No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.